Event description:
It was reported that a farawave nav catheter was selected for use. The first farawave nav was taken out of body and test, it opened fine without bunching. Reinserted into the patient body and deployed and the splines was bunched again. The farawave catheter was replaced. After the third application the wire was difficult to withdrawal or advance. Catheter and wire was withdrawn from the body. The wire was pulled out, and the tip was stuck in the farawave catheter and patient tissue was noted as potentially entrapped at the tip. A third farawave nav catheter was inserted, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.